Event description:
It was reported that the device delivered inappropriate shocks due to oversensing. Output anomaly on the device was suspected. Lead insulation damage was displayed. The ICD was implanted sub muscular on a very physically active man. The physician believed that the damage was patient related, and not product related. The lead and device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the complaint could be verified. The outer insulation and the blue insulation were damaged, at 7.5 cm from the connector pin, as a result of friction to ICD can. The metal filars of the sensing coil/cable were exposed and this damage can cause the oversensing observed in the field. The lead was cut in the field and only 25 cm of the proximal part was returned. The returned part of the lead exhibited normal electrical characteristics.